Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the customer has experienced a trend with syringe pump repairs regarding the barrel clamp. Customer is seeing hairline fractures and fractures of the barrel clamp. Customer alleges that the cracks are "potentially linked" to an increase in syringe module repairs and work orders. Customer confirms they are using bleach wipes for pump disinfections. There was no patient involvement.